Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed and met expected longevity for normal depletion.

Event description:
It was reported that the patient's device reached elective replacement indicator (eri) prematurely due to high output caused by high chronically high thresholds that continued to increase on the left ventricular lead. The device was explanted and replaced. The lead was explanted and a chronic left ventricular lead was reused. No patient complications have been reported as a result of this event.